Event description:
The user facility reported that the device's batteries were smoking during a procedure. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The reported event was confirmed during the device evaluation. Based on device risk documents, instructions for use and the unit evaluation, the root cause for the reported condition is user related.

Event description:
The user facility reported that the device's batteries were smoking during a procedure. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.